Event description:
Pt. Prone in rotoprone bed when the computer system in the bed suddenly had a system malfunction causing a loss of power (not even the emergency CPR button was working.) The pt. Was becoming hemodynamically unstable and oscillator ventilator and continuous renal replacement therapy (crrt) machines were alarming with this prolonged position. Per the rotoprone bed manufacturer recommendations, the only way to fix the problem was to manually turn pt. Into the supine position and attempt to reboot computer system. There was no nursing back up available during this emergency and there was a 15 minute delay in changing patient's position manually.